Event description:
On 23rd mar 2026, it was reported by a distributor via email that ar-12990 knee scorpion batch 15365614 needle broke and remained inside the instrument. This was detected during a meniscus repair procedure on (B)(6) 2026. The procedure was completed successfully with a different suturing method and no complications were encountered. No harm to patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.